Event description:
Pt is a home hemodialysis pt who uses the nxstage machine as well as the pureflow water treatment system. Mid treatment the pt complained of feeling itchy and by the end of the treatment the pt developed a hive-like rash.